Event description:
It was reported that the device would have shocked in a rescue, but that the amount of joules delivered would have been above or below the required parameters. There was no pt issue associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, and determined that the root cause of the reported failure was an electrical short through fet transistor, designator q2.